Event description:
Consumer claims to have ears pierced with the inverness system at a retail vendor in 2003. Sough medical attention for redness and swelling at the piercing site 22 days later. Oral antibiotics were prescribed at that time. Sought medical attention again the next day and an incision and drainage was performed. A new oral antibiotic was prescribed after three days.